Event description:
It was reported that the trocar broke during attempt to implant the first stent from a trabecular microbypass stent system. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: a2, a3, b5, b7, g3, g4. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that the broken trocar resulted in light bleeding from the iris in the operative eye (od). Per report, a back-up device was used to complete the procedure with two (2) stents implanted. The patient''s postoperative status was described as "good result", and the event was noted as resolved with no further intervention required.

Manufacturer narrative:
The device was no longer available; therefore, product testing on the actual device could not be performed. MFR# reference: (B)(4).